Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was used to treat a severely tortuous and severely calcified lesion in an unknown vessel. Ab normalities were reported in relation to anatomy. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issue. During delivery, resistance was en countered and excessive force was used. While attempting to place the stent, the shaft of the catheter broke in half. The device was kinked and restraightened during use. The broken half of the device was retrieved with snare. The physician took complete responsibility for the shaft breaking. The physician repeatedly pushed and pulled very hard and rough on the catheter while attempting to deliver the device. The physician reported that it was a very difficult case, and not a product failure. The stent was implanted. Patient health status post procedure is alive, fine, and no injury.